Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the unintentional activation of the bed's power drive system (provides powered assist in forward and backward movement of the bed) resulted in a staff member being pinned against the wall. Initially, we were informed that the staff member sustained bruising to the legs. The injury was assessed as non-serious by arjo clinical specialist. However, additional information was received from the facility that stated the injuries were considered serious.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. Usi number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The power drive system is an optional feature for citadel plus designed to provide powered transport. It provides assist in forward and backward movement only. To operate, it is necessary to use both control handles. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. Left-hand trigger must be held down during the entire duration of power drive operation. The right-hand trigger is used to give direction to movement (forward or backward). Releasing the left-hand trigger will make the power drive function inoperable. The process of gathering and analysing the data is ongoing to establish the root cause of the event. Usi number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The power drive system is an optional feature of the citadel plus bed. According to the product¿s instructions for use (IFU 831.374-en rev. B), it is ¿designed to provide powered transport¿ and ¿assists in forward and backward movement only.¿ to operate the power drive, both control handles must be used. The IFU states that activating the power drive requires squeezing and holding the left-hand trigger for the entire duration of use. To increase forward speed, the right-hand trigger must also be squeezed. The injured nurse informed that the bed moved at high speed. The nurse who operated the bed did not report that the bed moved at high speed. She stated that held the left-hand control to steady herself while moving from the head end to the side of the bed. In doing so, she unintentionally activated the left-hand trigger, which engaged the power drive and caused the bed to move forward. The inspection conducted by the arjo service technician also did not confirm that the bed could suddenly accelerate when operated using only the left-hand trigger. The technician observed only occasional slight creeping in the forward direction, moving at an extremely slow pace, even without any interaction with the right-hand trigger. Additionally, the right-hand trigger was found to intermittently stick in the reverse position, which allowed the bed to move backward without any user input. Importantly, the bed did not engage its higher speed setting unless it was deliberately activated by the investigator. In relation to use of power drive, the IFU states: - "limited space maneuvering - to maneuver the bed in small or tight areas, disengage the power drive from the floor and manually move the bed in the desired direction." Based on the provided information, the distance between the foot end of the bed and t - "to minimize the risk of serious injury, carefully read and follow all safety information and operating instructions before operating the power drive system." It was confirmed by a staff members that none of them had received any training on the citadel to sum up, although the bed malfunctioned, the root cause of a staff member being pinned against the wall was unintentional activation of the bed's power drive. The bed's power drive malfunctioned, therefore the arjo device did not meet the specification. The bed was in use by the patient at the time of the event. No patient injury was reported. The bed activated when only the left-hand trigger was touched and pinned the staff member against the wall therefore it played a role in the incident. The complaint was deemed reportable due to an allegation that the bed moved at high speed when the left-hand trigger of the bed's power drive system was touched. As a consequence, the bed pinned staff member against the wall. The caregiver sustained bruises on their legs. The customer coded it as serious injury in the provided mhra report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed moved at high speed when the left-hand trigger of the bed's power drive system (provides powered assist in forward and backward movement of the bed) was touched. As a consequence, the bed pinned staff member against the wall. The nurse sustained injuries that the facility classified as serious. The bed was in use by the patient at that time. No patient injury was reported.

Manufacturer narrative:
The power drive system is an optional feature for citadel plus designed to provide powered transport. It provides assist in forward and backward movement only. To operate, it is necessary to use both control handles. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. Left-hand trigger must be held down during the entire duration of power drive operation. The right-hand trigger is used to give direction to movement (forward or backward). Releasing the left-hand trigger will make the power drive function inoperable. The injured nurse reported that when the power drive system was unintentionally activated, the bed moved at high speed. The process of analysing the data is ongoing to establish the root cause of the event. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.